Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinder ruptured. The cylinders and pump were removed and replaced. No patient complications were reported.